Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was elevated (greater than 500) and an insulin injection was administered to treat bg. Pump system check with tandem technical support found an air bubble in infusion set tubing near site. Customer changed out infusion set and cartridge.